Event description:
The customer's father reported that the insulin pump alarmed no delivery when she was changing the infusion set. The customer was unable to troubleshoot at the time of call. The customer's father resolved the issue by disconnecting and reconnecting the infusion set and reservoir. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.